Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced in (B)(6) 2014 due to advisory/recall. See report#2124215-2014-09631.

Manufacturer narrative:
(B)(4). Manual shock impedance testing was performed by boston scientific's post market quality assurance laboratory. Impedance measurements from rv coil to ra coil, rv coil to can and rv coil to ra coil and can were all within normal range. It was concluded that this device performed normally during shock impedance testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (low shock impedance). The local representative was notified. The uploaded data was reviewed by the clinic on latitude's physician web site. Boston scientific received information from the local representative that no additional information was available from the clinic.